Event description:
Patient reported "severe pain. Various diseases detected, including autoimmune disease developed. Patient has high levels of inflammation, hormone level indicates premature menopause. Left nodule formation (2x MRI). Joint problems, breast implant illness was diagnosed". Bilateral device rupture discovered intraoperatively. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Patient reported "severe pain. Various diseases detected, including autoimmune disease developed. Patient has high levels of inflammation, hormone level indicates premature menopause. Left nodule formation (2x MRI). Joint problems, breast implant illness was diagnosed". Bilateral device rupture discovered intraoperatively. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.